Event description:
On (B)(6) 2025, an online store in china reported a patient (pt) experienced redness that persisted after removal of a 1-day acuvue® define¿ with lacreon® brand contact lens (cl) on (B)(6) 2025. The pt is reported to be an experienced cl wearer. No additional information was provided. On (B)(6) 2025, the pt provided additional information. The pt experienced eye redness in the left eye (os) after wearing the lenses on (B)(6) 2025. As the symptom persisted, the pt visited a hospital on (B)(6) 2025 and was diagnosed with conjunctivitis. The pt was prescribed tobramycin eye drops "1 times every 2 hours" and tobramycin eye ointment once daily (duration not provided). The pt advised a medical report is not available. On (B)(6) 2025, the patient (pt) provided additional information. The pt's eye was "fine after 7 days of medication usage." The pt refused to provide any additional information. No additional medical information is expected. This os conjunctivitis is being reported as a worst-case event as the pt¿s diagnosis and treatment could not be verified by the treating ecp. A comprehensive review of the manufacturing records for lot number 3947430109 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The pt refused to return the os suspect cls. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.